Event description:
Customer reported via phone call that they had a difference between their sensor and blood glucose readings. Customer states that the blood glucose reading is 350 mg/dl. Customer states that they were hospitalized.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.